Event description:
Reporter alleged the blood glucose monitoring device generated a result prior to the test strip being dosed with blood or control solution. It was stated when turning on the meter before dosing the test strip, a result of 88 mg/dl appeared on the test screen. Customer indicated not being able to find the result in the meter memory. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.